Manufacturer narrative:
Other, other text: additional information: d5, this MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation., corrected data: corrected h6.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (UDI number, catalog number, lot number), are unknown. No information has been provided to date.

Event description:
It was reported that a pump was alarming no disposable. The settings were reviewed and ensured the clamp was closed. The cassette was removed and was gently tapped and massaged the tubing to disperse air bubbles in the line. Replaced the cassette and the alarm persisted. This was the second attempt with removing the cassette. The pump was powered off. The patient was not affected. There was no patient injury.